Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room after receiving appropriate hv therapy for an induced arrhythmia by pacing on a t-wave. Review of the egm revealed pvcs and r-wave conduction of refactory atrial events, resulting in intermittent ventricular based timing. It was noted that an atrial pace occurred simultaneously with a conducted ventricular event, resulting in function ventricular undersensing. The subsequent ventricular pace resulted in functional noncapture and may have contributed to the ventricular arrhythmia. The device subsequently appropriately detected and converted the rhythm. It was also noted that the patient received inappropriate shock for a supra ventricular tachycardia. No action was performed. The patient was fine.